Event description:
The pt died on the day of the last stored event and was found two days later. Upon device interrogation, print outs showed that the ICD delivered all available therapies and functioned appropriately